Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device was discarded by the facility. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that during a dislocation surgery, the surgeon used 5 devices. After the case was completed, an x-ray was taken and it was found that about 20mm of the tip of the fibertak double loaded suturetap anchor driver remained in the patient's bone. The surgeon did not feel any resistance when using the devices. Currently, the surgeon is not considering any additional measures. Follow-up investigation:additional information received on (B)(6) 2017: due to a possibility that the unretrieved fragment could move was observed, the surgeon carried out a second surgery to remove the fragment on (B)(6) 2017.